Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was having speed drops, low flows, and alarms consistent with a broken percutaneous lead. The pump was exchanged and will be returned for eval.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.